Event description:
The consumer reported that charging their device took too long. It was noted that the patient charged for several hours with eight coupling bars. When the patient started the recharging session, the implantable neurostimulator (ins) was at 50% charge. After recharging for several hours, the ins charge was still at 50%. This event occurred on (B)(6) 2016 and was considered to be a sudden change in device function. There were no reports of trauma, falls, or patient symptoms. The indication for use for the implanted device was noted as spinal pain. Follow-up has been attempted, but no further information was received at this time.

Event description:
Additional information was received from healthcare provider. No further troubleshooting or action/interventions were taken to resolve the recharging taking too long. When the patient was called by the hcp, he said he was doing fine and no longer needed help.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.